Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera iii colonovideoscope had air/water flow issues from the air/water flow system. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle due to insufficient or incorrect reprocessing. It was reported that the air/water flow issue was possibly caused by the foreign material clogged in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. During evaluation, the following additional events were observed: a-rubber (bending section cover) glue is separated, switch box unit is wear and tear (slightly), crack on the c cover (plastic distal end cover) cap, angulations are out of specification, insulation resistance value is out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the evaluation could not definitively identify the foreign material that was lodged within the nozzle. A presumptive cause of the suggested event could not therefore be established. There was no found deviation from the instructions for use (IFU) in the reprocessing steps of the device. To prevent further recurrence of the event, it is suggested that the user facility receive instruction/reinstruction on the handling of the device in accordance with the IFU. Olympus will continue to monitor field performance for this device.